Event description:
Boston scientific received information that post implant of this system and after pocket closure, it was noted that the right atrial (ra) and right ventricle (rv) lead were reversed in the device header. The ra lead has also dislodged while trying to reposition. The rv lead exhibited high out of range impedance measurements of greater then 2500 ohms. The pocket was re-opened and the leads were placed in the appropriate ports. The rv lead still had high out of range impedance measurements. The physician pulled the lead out, cleaned the pin and re inserted the lead into the header. All measurements were now within normal range and the pocket was once again closed.

Event description:
Boston scientific received information that this product was part of a system explant due to a patient infection. There was no report of adverse patient effects due to the explant procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Upon receipt at our (B)(4) laboratory, visual observations confirmed that the lead was returned severed 47 cm from the pin, and only the proximal portion of the lead was returned. That portion had setscrew marks on the terminal pin and ring, and no other irregularities were noted.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.